Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented remotely. Review of the transmission revealed that the pulse generator exhibited backup vvi operation. The patient was brought into the clinic for further troubleshooting. The device was explanted and replaced on (B)(6) 2015. There were no adverse consequences to the patient.

Manufacturer narrative:
Analysis description: final analysis confirmed the reported backup operation. The root cause of the anomaly was multiple flipped bits. After product code download, the device exhibited normal device characteristics.